Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with the patient because she stated she started using group b and when she would try to turn it up she would get oor and the controller would not allow her to turn stimulation up. The rep met with the patient on (B)(6) 2020, but the patient stated it started doing it over the last week or so, but she just started using group b and turning it up. She is not sure when the issue first occurred. The rep did an impedance check and found contact 11 on lead 2 (8-15) was >40000 ohms. The contact was being used. The rep reprogrammed lead 2 to avoid usage of contact 11. The patient was still able to get stimulation in the area needed and was able to turn stimulation up. The patient denied any falls however, she did state she lifts heavy stuff at work. The issue was reportedly resolved.

Event description:
Additional information was received from the rep on 08/03/22. Pt met with rep because pt controller reading ¿can¿t reach desired settings¿. Impedances show ¿avoid¿ contact 5 and ¿avoid¿ contact 10. Once those contacts were avoided, she was able to use control ER with no error message.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2019-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2019-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-(B)(6) patltr (con) additional information received. Patient reported issue not yet resolved. Possibility to replace with a new stimulator. Patient reported medtronic representative tried to reprogram but only down to one lead.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the patient had suboptimal pain control. It was noted that she had a recent lead revision on (B)(6) 2021 and the fractured lead was replaced. The patient was unable to turn up her intensity settings because she was getting a message that ¿desired settings cannot be reached¿. It was noted the patient fell the day after the lead revision and wentto the ER to get evaluated. The patient was told there was no issue with the lead placement. An impedance check found contact 5 was open. Programming used the affected contact in groups a, b and c. The patient was given three new programs that avoided using contact 5. The patient was able to use the programmer to adjust settings up and down after the reprogramming without seeing the message. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep stated they were made aware of the lead replacement surgery for the patient on (B)(6) 2023. Both leads were replaced because of an ongoing impedance issue that was reported. The explanted leads were discarded. The patient recovered after surgery and all impedances were within normal limits after surgery.

Event description:
The patient fell in (B)(6) 2021. Since then, they have had back and left leg pain. It was noted that the patient with a manufacturer representative for reprogramming in (B)(6) 2021 who noted that the could not program two to the patient's implanted "leads" (interpreted as electrodes). Since this reprogramming session, the patient has not been able to increase their stimulation and was receiving a settings not available message on the patient controller when they tried to increase their intensity. The patient had the spinal cord stimulation for back pain, and now the patient's back and left leg hurt when they walk (the patient said that they feel a pulling.) It was noted that these complications started after the fall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.